Manufacturer narrative:
(B)(4)

Event description:
It was reported that atrial sensing issue was observed on the ra lead. Patient had chronic atrial fibrillation. No noise was detected on the lead. Lead was capped on (B)(6) 2016 and remains implanted and inactive. Device system was changed to a single chamber device. Patient was stable prior and post procedure.